Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump displayed 0 units on the display screen despite upwards of 50 units of insulin remaining in the reservoir. The patient's blood glucose at the time of incident was 9.1 mmol/l. The customer also received three no delivery alarms. The site was inspected and it was fine. The insulin pump was tested as well, and no apparent anomalies were noted. However, the insulin pump will be returned and replaced.

Manufacturer narrative:
The pump was received with operating currents within specification and passed the self test, rewind, prime/seating, basic occlusion, occlusion, force sensor and displacement tests. No unexpected insulin flow blocked alarms were noted. No unexpected bolus delivery anomaly was noted. All boluses were programmed during testing were properly recorded at the pump history screens. The pump was received with a missing serial number label, minor scratches on the display window, case and keypad overlay.